Event description:
The pt experienced pain. Upon revision it was determined that the insert was worn, and that there was polyethylene lysis of snyovial tissue.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.